Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced continuing elevated blood glucose level; values not provided and cause was unknown. Although requested by tandem technical support, the customer declined to perform troubleshooting and declined to provide additional information regarding the issue. Reportedly, the customer had continued to use the pump and had manual injections as alternate insulin therapy.